Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged, service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a strained trunk cable. The trunk cable was pulled form the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the cables were damaged and the electrode belt was causing a service code 204 (belt/monitor unusable).